Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of libido"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. In february 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and the second episode of abdominal pain ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, the last episode of abdominal pain, loss of libido, depression, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered depression, dysmenorrhoea, dyspareunia, genital haemorrhage, loss of libido, pelvic pain, vaginal discharge, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2018: pfs received. New events added- loss of libido, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and vaginal discharge. Concomitant conditions and lab data added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and the second episode of abdominal pain ("severe cramping"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and the last episode of abdominal pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.